Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products. Unkown zimmer screw, unkown lot number.

Event description:
It was reported that an implant at tooth site # 45 was removed due to a bone loss, the implant fracture at the body and a screw fracture inside the implant. It was impossible to remove the implant with zimmer instrument available. The procedure required explantation using a trephine bur, followed by a bone graft with biomaterials. Patient suffered from pain. This case refers to the implant fracture with bone loss.